Manufacturer narrative:
This complaint call (B)(4) was initially received on 09/12/2016 and the initial MDR 2320762-2017-00021 was submitted on 10/14/2016. The complaint was reopened on 7/20/2017 after further review from regulatory and it was determined that a follow up report was needed, due to additional information had been received. A report was received for finished good part number t5035st stating "leaking out of the pad but not at the seam". The lot number reported by the customer was for finished good part number of t5035st-10. The sub-assembly work order contained within the fg is 42853212 and is part number 5035-ster. Review of the sub-assembly work order showed that there are two blanket lot numbers within the work order; 41616178 and 41733251. Testing of the blanket showed leaking coming from the black side of the blanket. It appeared that the tubing was not placed between the correct layers of material that make up the blanket. The blanket was sent to deroyal engineering for further evaluation and testing. Raw material stock was not inspected due to being a destructive test. It was seen that neither of the suspect lots were in inventory. Engineering evaluated and tested the blanket; it was determined that the blanket was assembled incorrectly. The tubing was placed in between the layer of foam and the film instead of between the two layers of film. Device history record of the lots subassembly were identified as work order 41616178 part 5035b and work order 41733251 part 5035b, when the device history record was reviewed no issues related to leakages were found during the manufacturing process. Based on the test performed by engineering and the results; the root cause was determined to be an operator error while performing the assembling operation. The operators in the radio frequency production area were task trained on performing the radio frequency welding operation. Between, january 1, 2015 - july 24, 2017, there have been a total of 2 blankets reported to be malfunctioning for a percentage of 0.0010 units sold, of this product t5035st cold therapy blanket knee/shoulder, sterile. This investigation is complete at this time. We will provide a follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Not applicable. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: leaky blanket. Additional information request from sale rep - per the rep it is leaking out of the pad but not at the seam. That's all the info he had and can get. How was the quality issue was identified? By actual use. How was the product being used? Cold therapy. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? Yes. Please describe connected equipment type, settings, etc.: t700. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: replaced with a new one.

Manufacturer narrative:
The complaint sample was not returned from the consumer. If and when the complaint sample (s) are received, testing and an evaluation will be performed. There was no adverse event reported. We are unable to determine a root cause or if corrective action is necessary at this time. No further information is available at this time. We will provide follow up report if additional information becomes available. Device not returned to the customer.

Event description:
The sales rep reported "it is leaking out of the pad, but not at the seam." Leaky blanket. The quality issue occurred during use. A medical procedure was not involved. The quality issue was identified by actual use. This was the initial use of the product. The product was not modified from the original condition supplied by the manufacturer. The product was connected to or used in conjunction with other devices or equipment - t700. The product was being used for cold therapy. No other information could be obtained by the sales representative. No injury was reported.